Event description:
It was reported by service report that the foot end jack could not be raised. Fowler was spongy and could not hold weight. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Fowler.